Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involved a spiros¿ closed male luer with red cap (10 unit), with a report that the device would not latch onto the syringe. The plunger inside the port on the clave became stuck and did not allow fluid to pass, requiring the vial to be wasted. The port would not allow fluid to be transferred, and a vial of cytoxan had to be wasted. There was no reported patient involvement or harm.